Event description:
The customer reported via phone call that the customer experienced a blank display on the insulin pump. The customer explained that the customer changed the battery three times and was still experiencing a black screen on the insulin pump. The customer's blood glucose was 450 mg/dl. The customer treated the blood glucose with a manual injection. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer was advised to insert a new aaa alkaline battery, but the customer stated that the display did not return. The customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display and a constant alarm tone due to moisture damage on the electronics. No display anomaly could be confirmed. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.